Manufacturer narrative:
(B)(4) . (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4) . A review of the device's therapy log revealed the user had ultrafiltration reading of 1682ml during the therapy initiated on (B)(6) 2011 23:56:18 night drain cycle 2, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated on (B)(6) 2011 23:56:18. Review of the event log revealed the cycle 2 drain was completed on (B)(6) 2011 at 04:11 and the user's actual drain volume during cycle 2 was 2955 ml. The user had a partial fill in fill 2 and the actual drain volume of 2955 ml is 118% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:56:18.during night drain cycle 2, the patient's ultrafiltration reading was 1682ml, indicating the home patient (hp) drained 1582ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.